Event description:
During pci of rca, an nc trek 4.5/15 mm balloon came apart while removing it from patient through guide catheter after use. A piece of balloon remained in guide catheter, so the entire guide catheter was quickly removed from patient. No harm to patient. All pieces of balloon accounted for. FDA safety report ID# (B)(4).